Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On that same day, the patient was hospitalized for the event. The cause of peritonitis and treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The nurse confirmed the event of peritonitis (onset not reported) and hospitalization dates as previously reported. The cause of peritonitis was unknown. The patient recovered from this peritonitis event. However the problem was not confirmed by baxter and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number gd892810. No exceptions were observed that were related to the reported condition.